Manufacturer narrative:
Submit date: 06/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with the amd foam dressing. The customer states that the amd foam dressing has been causing significant skin breakdown and a skin infection. The patient had skin breakdown underneath where the foam dressing was placed. The skin breakdown started all the way around where the foam was. The customer created a barrier using vaseline gauze between the skin and foam dressing and things have improved. The patient was prescribed cephalex,valtrex, amoxicillin-calvulanic antibiotics, purcyn wash and betaderm steroid ointment for the skin infection.

Manufacturer narrative:
Submit date: 12/13/2016. There was no lot number provided with this complaint; therefore, it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. The reported condition could not be confirmed. Since no lot number was returned, the exact records could not be reviewed. In lieu of the exact lot number, the information for a recent lot of 55544amdx was reviewed. It was verified that the correct materials were used, the correct quantities were added per the recipe, and the machine parameters were within validated parameters. Patient sensitivities / allergies is the most likely root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As there were no samples returned, it could not be determined if the returned product would meet quality control release specifications in its current condition. No corrective action is required at this time. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not provided with the complaint. However, prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. However, specifically for phmb (polyhexamethylene biguanide ) levels, each finished good lot is tested post production and passing results are required prior to release; levels were confirmed to be within the required specification. Per the safety data sheet for this product, irritation is unlikely but possible. This, combined with the known patient sensitivities, allergies is the most likely root cause. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.